Manufacturer narrative:
The insulin pump was received with a detached end cap, alarmed during basic occlusion test and was unable to prime during prime test due to loose protruded drive support disk. However, the insulin pump was had normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump will not power on and the drive support cap is loose. The customer also indicated that there is a crack above the display screen. The customer's blood glucose reading was 120 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.